Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure using vasoview hemopro 2, they noticed after using for a while that the c-ring was broken and a piece was in the tunnel created for harvesting of the vein. He harvester completed the dissection portion of the harvest and was starting to transect branches in the lower leg (initial c-ring use). The harvester went to retract the c-ring into the cannula and noticed that one side broke away from the support arm. Another kit was opened and the detached piece from first kit was retrieved. The harvester used the jaws of the harvesting tool (without activating it) to help her remove the device. Nothing detached from the device. There was no damage to the saphenous vein, no additional incision or blood loss. The case continued with second kit without further issue and the planned procedure was successfully completed. A 5-minute procedural delay resulted from switching over to a new kit. There was no patient injury.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 02/27/2025. An investigation was conducted on 03/27/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be intact. The metal arm of the c-ring was observed to be detached from the base of the c-ring. The scope wash tube was observed to be intact. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break-c-ring" was confirmed. The lot # 3000441319 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.